Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's battery cap was broken, and that the customer has been getting failed batter test alarms. It was reported that upon removing the battery cap, the customer notice corrosion. It was reported that the customer dropped their pump and the screen went blank. It was reported that there is moisture damage under the lcd screen. The customer's blood glucose level was reported to be unknown. Troubleshooting was reported to be conducted. It was reported that the customer will be sent a replacement battery cap, but the device will be replaced and returned at a later date.